Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation. Additional patient information: body mass index (bmi): 23.88 kg/m2. Height: 5'5".

Event description:
It was reported that during a da vinci-assisted benign hysterectomy with salpingectomy procedure, the wrist of a force bipolar instrument completely broke off the shaft, causing it to be completely unusable. The instrument was unable to be removed through the cannula. The customer pressed the emergency stop (e-stop) button on the robot and then called intuitive surgical, inc. (Isi) technical support for guidance. An isi technical support engineer (tse) advised to remove the entire instrument and cannula from the patient, and by using a laparoscopic instrument and bending the instrument tip of the force bipolar as much as they could, the customer was able to get the force bipolar instrument out of the patient. When the event occurred, tiny flecks of the instrument's shaft fell inside the patient. The customer was able to retrieve the fragments from the patient's abdomen during the same surgical procedure. The customer irrigated with copious amounts of fluid to ensure that all pieces were removed. The procedure was completed robotically. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use, and no damage was noted. The instrument was not removed prior to the breakage. The customer was trying to remove the force bipolar instrument through the cannula when they felt resistance and then noticed pieces had broken off of the instrument. The customer was unable to remove the instrument from the patient. The wrist could not be straightened because the wrist of the instrument was broken off the shaft, above the wrist of the instrument. The customer had to add a laparoscopic port to make it possible to get the instrument(s) out. All fragments were removed from the patient; the area was visually inspected as copious amounts of irrigation was performed. The procedure was completed robotically. There were no post-operative tests, such as an x-ray, taken. The patient has not returned to the hospital for any known complications. The fragments were not returned with the instrument. There were no images for isi to review. On 21-jul-2025, isi received FDA medwatch report (MDR) with MDR report#: mw5172386 stating: "during hysterectomy facilitated by davinci robot equipment, robotic instruments became stuck in the robotic arm. Pieces of the robotic instrument broke off while inside of the patient. The davinci company had to be called and an emergency stop procedure was completed. Robotic arms and visible pieces were removed from the patient by surgeon. Ref. Report: mw5172384, mw5172385, mw5172386. Pt code: 2687. Device codes: 1069, 4012." Note: although MDR report#: mw5172386 references three different mw reports, as of the date of this report, only two have been received (mw5172385 and mw5172386) by isi. All three mdrs will be referenced in h10.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 1.87 from the distal tip. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact, and material was found missing.

Event description:
Refer to h11 for follow-up information.